Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient's representative reported "noticeably harder than the right, and there was also a sensory disorder", "long-lasting pain and changes led to considerable suffering and increasing psychological stress", "palpable lump, externally visible and appeared as a bulging under the skin", "existing anxiety disorder aggravated by the overall situation", "deformation remained visible", "capsular fibrosis", "extraordinary amount of silicone had leaked out of the old allergan implant into the surrounding breast tissue", "implant rupture due to axillary access" and "pain". This record is for the left side. The device was explanted. Patient was hospitalized.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4

Event description:
Patient's representative reported "noticeably harder than the right, and there was also a sensory disorder", "long-lasting pain and changes led to considerable suffering and increasing psychological stress", "palpable lump, externally visible and appeared as a bulging under the skin", "existing anxiety disorder aggravated by the overall situation", "deformation remained visible", "capsular fibrosis", "extraordinary amount of silicone had leaked out of the old allergan implant into the surrounding breast tissue", "implant rupture due to axillary access" and "pain". Patient's representative later reported through company representative "suspected breast tumor", "allergies: hives (skin)", "capsular fibrosis baker 2" and "suspected leakage and fibroadenoma due to pain". This record is for the left side. The device was explanted. Patient was hospitalized.